Manufacturer narrative:
Updated data: b4,g6,h2,h10,h11. Corrected data: g3. Initial MDR report tw# 754571 mfg report # 2249723-2023-00432 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) monitor hinges stuck. There was no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found the hinges to the monitor were seized and the monitor bezel was split. It was noted that there was evidence of oversaturation of cleaning solution on the iabp unit which caused the hinges to stick. To fix the issue, the fse replaced the lower display bezel (0380-00-0560), upper hinge cover (0380-00-0561), and display hinges left (0105-00-0138-01) and right (0105-00-0138-02). The fse completed the pm with full calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.

Event description:
N/a.